Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay and elecsys probnp ii immunoassay results for 2 patient samples on a cobas e 411 immunoassay analyzer. For sample 1, the initial troponin result was <3. The sample was repeated on a e601 analyzer and the result was 21. For sample 2, the initial probnp result was <10. The sample was repeated on a e601 analyzer and the result was 349. The units of measurement were not provided.

Manufacturer narrative:
The root cause of the event was found to be consistent with a faulty measuring cell.no further issues were reported.